Manufacturer narrative:
A review of lot c114 was conducted. There were no non conformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for pressure dome membrane leaks; CAPA's (B)(4) and 1011 have already been initiated to investigate pressure dome membrane leaks. The assessment is based on info available at the time of the investigation. The photo evaluation is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Email received to complain of pressure dome leak during treatment. Css called the customer, treatment was aborted with approx. Blood loss of 200mls. Female with gvhd is ok. Pt will have her 29th treatment the following day. The customer provided a picture for eval.